Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was 10.2 mmol/l. The customer was able to clear the alarm and able to rewind the insulin pump. The alarm was occurred after battery change. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected post-reset ram crc alarm, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.